Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a physician via a company representative regarding a (B)(6), male patient who was receiving lioresal 500mcg/ml at 100 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history included cerebral palsy and severe behavior issues. The patient's concomitant medications were unknown. In (B)(6) 2016, the patient experienced an infection. The pump and catheter were explanted as a result. As of (B)(6) 2016, the patient was still in the hospital and on intravenous antibiotics. If additional information becomes available, a follow-up report will be submitted.